Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The physical dimensions are within published ranges. No visual anomalies were noted. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. It was reported the ipg was explanted and replaced with a smaller ipg as the pt was feeling some pain at the ipg pocket site. The explanted ipg was returned to the MFR for analysis. Follow up on the pt found that he is doing well now.